Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported an air in the cassette alarm. The patient cancelled the treatment and observed that there was a fluid leak from the cassette. Patient completed treatments with continuous ambulatory peritoneal dialysis and notified the clinic nurse. The patient was prescribed prophylactic antibiotics, vancomycin. The patient reports being asymptomatic and has resumed treatment. E cycler set was discarded.